Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 700 mg/dl. The customer treated through insulin pump. The customer also reported getting dka hospitalized. Customer's blood glucose level was over 700 mg/dl. Customer declined troubleshooting. The sensor was not returned for analysis.